Manufacturer narrative:
Block b3: the exact date of the event is unknown. The provided event date was chosen as a best estimate based on the date that the manufacturer became aware of the event. Block d4: this is a non-sterile device with no expiration date. Block h6: imdrf device code a0401 captures the reportable event of brush break.

Event description:
It was reported to boston scientific corporation that a hedgehog double-end brush was used during a scope cleaning on an unknown date. During the scope cleaning, the brush head came off the shaft of the brush. The brush head also began to disintegrate and fall apart. The scope cleaning was completed using another of the same device. There was no patient involvement in this event.